Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue has been addressed in (B)(4) software version.

Event description:
Customer contacting ortho care to report their concern with the vision analyzer qc software allowing users to modify their qc lot numbers without the analyzer giving an alert that changes were incorrect. On (B)(6) 2019, the new lot number for alba q was programmed via "run qc job" and the user omitted scanning in the sample ID for albaq vial 1. Testing proceeded without an alert. The omission of vial 1 did not prevent a positive and negative result from being achieved based on the phenotypes of the surgiscreen cells, but it still was not how this site designed their qc.